Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in canada. Consumer's mother reported that the petals of the insertion tube were open, causing a scratch and discomfort to her daughter upon insertion.